Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on june 26, 2024.